Event description:
It was reported that the device had an occlusion error as soon as it was turned on. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. D9 date returned to manufacturer: 1/7/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through occlusion testing and no disposable alarm testing, and there were no repairs done as the reported issue could not be duplicated and the device performed as intended. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.